Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was hot to touch and a temperature alarm was declared. Reportedly, the pump was charging at the time of the alarm. Customer reported the alarm did not repeat. Blood glucose level was 107 mg/dl.